Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The customer did not follow the recommendations outlined in the method sheet for confirmation testing. Specifically, all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay, and repeatedly reactive samples must be confirmed using supplemental methods such as immunoblot or hcv rna detection. No confirmation testing was performed in this case. Single false positive results are covered by the assay's specificity claim. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas pure e 402 analytical unit. The patient sample generated a result of 19.10 cut-off index (coi) with the elecsys anti-hcv ii assay. The same sample was tested with the diasorin method and found to be negative. No immunoblot or polymerase chain reaction (pcr) testing was performed.